Event description:
Customer states the fluoro failed due to an imaging chain misalignment during a ureteroscopy with stent placement on a female patient of unknown age. The physician aborted the procedure and rescheduled for another day. No reported patient injury.

Manufacturer narrative:
Field service engineer (fse) confirmed the no fluoro issue reported by customer and found the issue was caused by the fluoro being locked out because the imaging chain would not align. Fse evaluated the system and found the transducer board on the image intensifier (i.I.) Was bad. Fse replaced the i.I transducer board and the problem was resolved. The imaging chain aligned and it fluoro returned. Fse tested the system per service checklist (B)(4) and returned the unit to the customer for full service.